Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1500 mg/dl and diabetic ketoacidosis. Health care provider (hcp) considered dka level to be dangerous. Suspected cause of bg/dka was due to user error as the pump had shutdown due to failure to charge the pump. Customer reported receiving low battery alerts/alarms and a low insulin alert. Customer's healthcare team suspected bg/dka may have been caused by a blockage within the pump. Tandem technical support reviewed the pump history; the low battery alert/ alarms were verified, no blockages were found to have occurred and no low insulin alarms were received at the time of this event. Customer attempted to deliver correction boluses to address bg/dka; however, was unable to due to losing consciousness. Customer was admitted to the trauma room unit in the hospital where customer was put into a medically induced coma. Manual injections were administered to address bg/dka. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. At the time of the report, the customer was using the pump for diabetes management and acknowledged the pump was functioning as intended.